Event description:
During implant, the physician was having difficulties positioning the lead. A new lead was added and the pace/sense of the old lead was capped leaving the defib portion active. After connecting the leads to the ICD, the patient's pressure was very low and felt chest pain. An echocardiography exam revealed a very small effusion pericardial caused by the lead. The lead was repositioned. Patient in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.